Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. During the procedure the fluid deficit started to climb and a perforation was suspected to be the cause. The physician "took a biopsy of the fibroid and aborted the procedure". No medical intervention was required.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as identification numbers were not provided by the complainant. (B)(4).